Event description:
The facility reported an infusion pump with a failure code 570. It was not known if this occurred while infusing on a patient. The facilty's rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
The device invoved was requested for evaluation.